Event description:
It was reported that within a few weeks of implant, the patient experienced phrenic nerve stimulation, and the right ventricular (rv) lead exhibited a loss of capture and high outputs, as well as high thresholds. The lead was found to have dislodged, and was subsequently repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.